Event description:
Initial reporter indicated that after a systems diagnostic test, the pt's vns generator was set to 0ma output current. An interrupted systems test is suspected. Good faith attempts are being made for additional info surrounding the event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or injury.